Manufacturer narrative:
This report is being submitted to provide further information in event description. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system triggered lead safety switch (lss) due to high out of range right atrial (ra) lead pacing impedance measurements greater than 3000 ohms. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received. It was stated that programming enhancements were performed. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system triggered lead safety switch (lss) due to high out of range right atrial (ra) lead pacing impedance measurements greater than 3000 ohms. This pacemaker remains in service. No adverse patient effects were reported.